Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (didn't work) was not confirmed. Upon evaluation, the monitor was fully functional. Death analysis concludes there was no wear data after 16:08:23 on (B)(4) 2012. The device properly detected asystole, which occurred about ten minutes after the onset of bradycardia. No treatment sequence was initiated for asystole or bradycardia, as these are considered non-shockable rhythms. While monitoring the pt's rhythm, no sustained ventricular tachyarrhythmias were detected. Subsequent monitoring of the pt's rhythm was not possible due to device deactivation.

Event description:
Zoll customer support attempted to contact a (B)(6) pt after 11 asystole detectors were noted in the pt's download to have occurred on (B)(6) 2012. A pt service representative (psr) contacted zoll customer support on (B)(6) 2012 to report that she learned of the pt's death. The pt coded at her nursing home and was sent to the hospital where she passed on (B)(6) 2012.